Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was going to the hospital to evaluate any allergic reactions or inflammatory states on thursday september 28. The patient has been evaluated and the cause of the burning sensation has been attributed to an inflammation that involves not only the implant site but the entire lumbar fascia and is not due to the neurostimulator. The problem persists and the patient has been recommended a treatment of anti-inflammatory drugs and rest.

Manufacturer narrative:
H6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3. Date is month and year valid. G2. Foreign: italy medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient reported a burning sensation at the level of the battery. This burning is mostly present when the patient is in motion. The burning is also present during the recharge session. As confirmed on the phone with the manufacturer representative (rep), the doctor is aware of the situation, and confirmed that the implant area is warmer to the touch, and by mutual agreement the rep decided to ask the patient to turn off the ins for a few days. This was to see if the sensation goes away. At this time the rep was waiting for a report from the patient to see if the sensation is still present despite the stimulator being turned off. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the burning sensation at the implant site has not yet been identified. The further action that will be taken will be to recall the patient to the hospital and evaluate any allergic reactions or inflammatory states. The patient turned off the neurostimulator on friday, (B)(6) and the burning sensation was not resolved and remained the same. The patient turned off the stimulator and even in the following days continued to feel heat at the level of the pocket where the battery is placed. The rep has alerted the physicians about the current situation and they will do appropriate evaluation tests to understand what the cause is of this burning sensation to the patient. The patient reported that the sensation of burning is always in the implant pocket and does not increase during a charging session; there was no reference to overheating of the charger. The provided information has been confirmed with the physician/account.